Event description:
It was reported that the vns patient passed away on (B)(6) 2013. Good faith attempts for further information from the physician¿s office were unsuccessful. A copy of the patient¿s death certificate cannot be obtained due to the manufacturer not being eligible to obtain a death certificate for the patient in that state. A sudep evaluation was performed by the manufacturer which resulted in a possible sudep.